Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
On the literature article named "can peripherally inserted central catheters be safely placed in patients with cancer receiving chemotherapy? A retrospective study of almost 400,000 catheter-days", it was reported that during treatment of PICC with a iv3000 dressing, 80 patients experienced exit-site infection. The PICC was removed, however additional details about how the infection was treated and how the treatment was concluded are unknown. Patients outcome is unknown.

Event description:
On the literature article named "can peripherally inserted central catheters be safely placed in patients with cancer receiving chemotherapy? A retrospective study of almost 400,000 catheter-days", it was reported that during treatment with a PICC using a iv3000 dressing, 80 patients experienced exit-site infection. The PICC was removed, however additional details about how the infection was treated, how the treatment was concluded and outcome of the patients are unknown.

Manufacturer narrative:
B3: the actual occurrence date is unknown. For the purpose of this report we have used the date the publication of the literature article as the occurrence date. B5: literature citation campagna s, gonella s, berchialla p, morano g, rigo c, zerla pa, fuzzi r, corona g, storto s, dimonte v, mussa b. Can peripherally inserted central catheters be safely placed in patients with cancer receiving chemotherapy? A retrospective study of almost 400,000 catheter-days. Oncologist. 2019 sep;24(9):e953-e959. Doi: 10.1634/theoncologist.2018-0281. Epub 2019 feb 12. Pmid: 30755503; pmcid: pmc6738314. H10: additional information the complaint was received as a result of issues being identified in a literature article and according to the article the patients experienced exit-site infection during treatment with the device. The device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. As no lot number was provided it was not possible to carry out a device history review a complaint history review on the product family revealed a small number of similar instances in the last three years. The instructions for use and risk files, mitigate the reported issue with no updates required. A clinical assessment determined that without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The users of the reported product are advised to consult the IFU, to prevent future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including application and removal of dressings and skin preparation prior to use. This investigation is now complete, with no corrective actions required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. D4: corrected catalog number.